Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse in the USA of a break in aseptic technique and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced a break in aseptic technique. On an unreported date, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for the peritonitis. The cause of the peritonitis was reported as break in aseptic technique. The patient received re-training on proper aseptic technique and recovered from the event of break in aseptic technique. Treatment information was not provided for the peritonitis. On (B)(6) 2011, the patient was discharged from the hospital. On an unreported date, the patient recovered from the event of peritonitis. Dianeal pd4 ambuflex therapy was ongoing. The nurse stated the event of peritonitis was not related dianeal therapy but did not provide an opinion of causality for the event of break in aseptic technique.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11c31030, h11g29043 and h11g12049 with no exceptions observed related to the reported condition. The complaint was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). The specific product code for the minicap transfer set is unknown. The brand name, manufacture and 510k; however, have been provided in this MDR. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis incident.